Manufacturer narrative:
Device evaluated by MFR: returned product was a guide wire separated from the opticross catheter. There was a damage on guidewire exit port assembly. No other visual damages were encountered upon visual inspection. Functional inspection was performed. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection was performed and it was possible to observe the guidewire exist port damage.

Event description:
It was reported that catheter break occrred. Vascular access was obtained via right femoral artery. The stenosed, 5.5 mm target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was used to view the lesion. During withdrawal, it was noticed that the catheter had an abnormal kinking. When the catheter was removed from the wire, the catheter monorail track was completely broken. It was suspected that catheter kinked happened while advancing. The device was completely removed from the patient's body. The procedure was completed with original device used. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that catheter break occurred. Vascular access was obtained via right femoral artery. The stenosed, 5.5 mm target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was used to view the lesion. During withdrawal, it was noticed that the catheter had an abnormal kinking. When the catheter was removed from the wire, the catheter monorail track was completely broken. It was suspected that catheter kinked happened while advancing. The device was completely removed from the patient's body. The procedure was completed with original device used. No patient complications were reported and the patient's status was stable.